Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level that ranged from approximately 840-850 mg/dl. Customer was treated with fluids and insulin and experienced no permanent damage. Reportedly, the pump had shut down unexpectedly prior to hospitalization. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made to follow up with the customer, however, no response was received.